Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, stent damage occurred. During the unpacking of the 3.00x28mm taxus liberte stent, the stent appeared to be damaged upon removal from the box. The end of the stent struts seemed to be pulled up. The device was not used. The procedure was completed with another 3.00x28mm taxus liberte stent. Patient status is reported as "fine".